Event description:
It was reported that a catheter break was discovered. It was indicated that a dye study was performed and the pump logs were checked. The issue was not resolved. The patient experienced a seroma in the device pocket and catheter track as well as sporadic pain relief. A catheter revision was planned but not yet scheduled. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid and bupivacaine. It was later reported that the patient experienced leg and pelvic pain as well as fluctuating response to therapy. The catheter dye study was performed on (B)(6) 2014 which discovered a catheter leak. The location of the seroma was ¿peri implant¿. The date of the catheter revision was to be determined but was to be in (B)(6) 2014. Current patient status was ¿satisfactory¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8598, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received reported the event date was (B)(6) 2014. There was extravasation of dye from the catheter at the pump. The catheter was to be changed. The patient outcome was noted as future, ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the date of the revision/replacement was (B)(6) 2014. It was also reported "catheter revision last week".